Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during basal delivery with multiple cartridges. There was no reported adverse impact to the blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.